Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for out-of-range atrial intrinsic amplitudes. Review of the trended measurements showed amplitude measurements ranged from 0.2mv to 4.2mv. The atrial sensitivity was fixed at 0.15mv and atrial blanking after ventricular sensing was 45ms. The presenting electrogram (egm) and all stored egms showed frequent farfield r-wave oversensing. The clinical observations were documented and decreasing the sensitivity or increasing the atrial blanking period could be considered if clinically appropriate for this patient. No adverse patient effects were reported.